Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medwatch report was received indicating that during an epiretinal membranectomy, indocyanine green(icg) had been injected to stain the retina when a system message code displayed. The icg was flushed with balanced saline solution(bss). The retina was then discovered to be detached and the patient required unexpected laser treatment and silicone oil placement. Additional information was requested but has not yet been received.